Event description:
Reported blood glucose results of 29 mg/dl, 85 mg/dl, 119 mg/dl, and 200 mg/dl with a lifescan meter, performed within 11 to 20 minutes of each other. The customer care representative walked the pt through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced.